Event description:
It was reported that the lead was damaged during the procedure, which was at the time of the report. The reporter stated that the lead end cap was used and appeared to have cause damage to the lead. Electrode 3 was stretched and the reporter wanted to know how to proceed. The reporter wanted to test the lead in an extension and cutting the lead, the third electrode specifically, was discussed and performed. The other electrode contacts were aligned with the extension. Two days later, it was reported that after the doctor cut the lead the impedances were measured. Everything with contact 3 was open and all others were a little over 2,000 ohms. The doctor had not turned the device on yet. It was noted that the surgeon did not end up putting a boot on the lead-extension connection as he did not want to risk taking everything apart. An image of the impedances showed all combinations containing 3 were greater than 10,000 ohms, 0 and 2 was at 4,507 ohms, and the rest were within normal limits. Eight days later it was reported that there was 50% or greater symptom reduction. The patient was programmed around the number 3 contact successfully on (B)(6) 2014. The cause of the event was not determined. The patient was doing well and receiving effective therapy as of (B)(6) 2014.

Manufacturer narrative:
Product ID 3389s-40, lot# va0dglz, implanted: 2014 (B)(6); product type lead product ID neu_leadcap_acc, serial# unknown; product type accessory product ID 3708660, serial# (B)(4); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).